Event description:
Procedure: ventral hernia repair. According to the reporter: the original procedure was in 2008, five months later, the pt returned to the doctor complaining of bloating, etc. Pt went back to the hospital where the surgeon found a seroma, placed a drain in the pt, seroma was drained, fluid was cultured and proved to be negative for infection. Shortly between nov-dec time frame, pt returned to surgeon and showed surgeon pieces that were protruding through the small drain out from the incision site.